Manufacturer narrative:
Based on the implantation time (approximately 8 years per complaint form) and estimated total linear penetration, the yearly penetration rate was calculated to be less than 0.01 mm/yr which is below the accepted rate. No unusual wear features were seen on the acetabular liner.

Event description:
Revision surgery was reported due to infection.